Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. Customer's blood glucose (bg) was 556 mg/dl. Customer delivered a correction bolus to address elevated bg. No further details were provided. Customer declined system check with tandem technical support.